Event description:
The patient reportedly was unable to hear while using the sound processor since march 2003. In 2003, the patient was seen at the center by a company representative for device evaluation. The patient's device was explanted. The patient was reimplanted with another clarion device.